Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure for a tough, 1 cm subpleural lung nodule, and the patient was found to have experienced a pneumothorax requiring observation. Initial follow-up with the surgeon on 25-jan-2021 revealed that the CT scan for the procedure was taken a few days prior. The surgeon reported that there were no issues during the planning stage or during registration. The physician was facing CT-body divergence issues. The system did not produce any errors. The physician proceeded and completed the procedure using fluoroscopic and rebus guidance. Additional follow-up emails were subsequently sent to the involved surgeon and despite the good faith effort (gfe)attempts to obtain additional information, there was no response received at of the date of this report. The cause of the alleged pneumothorax and the procedure outcome are unknown at this time. A pneumothorax is a known condition following an endobronchial lung biopsy. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the available information, the cause of the reported of the patient developed a pneumothorax requiring observation was unable to be determined. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. If additional information is received, a follow-up MDR will be submitted. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video clip for the reported event was submitted to intuitive surgical, inc. (Isi) by the customer for review. In addition, the system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. This event is being reported due to the following conclusion: patient underwent an ion endoluminal lung biopsy procedure for a tough, 1 cm subpleural lung nodule, and the patient was found to have experienced a pneumothorax requiring observation. Available information provided from the user facility does not have enough information on the alleged pneumothorax incident to determine if it was temporary/transient. Also, due to the lack of response from the involved surgeon, isi does not have enough information to rule out if there was any medical intervention required. At this time, the cause of the alleged pneumothorax is unknown.